Event description:
It was reported that during an in-clinic check, the patient was demonstrated of the vibratory alert. The patient noted not feeling the vibration when the test vibration was delivered. The vibratory alert had been demonstrated years ago when the device had been implanted and remembered being able to feel the vibration. Device is all testing well otherwise, and the patient is on home monitoring.

Manufacturer narrative:
Manufacturer report 2938836-2017-20620, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.